Manufacturer narrative:
(B)(4). Literature citation: franco, et al. Mandibular distraction using bone morphogenic protein and rapid distraction in neonates with pierre robin syndrome. The journal of craniofacial surgery. 2010; volume 21, number 4: pp 1158 - 1161. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device info. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event. (B)(4): pseudarthrosis.

Event description:
A retrospective review of all patients treated at a single facility between february 2003 and february 2008 found this patient with the pierre robin syndrome who underwent rapid protocol distraction with rhbmp-2. The neonate required intubation in the nicu secondary to severe respiratory distress and underwent rapid protocol distraction with placement of rhbmp-2. Both hemimandibles were distracted at 15 mm, bringing the mandible into class iii occlusion. He was returned to the nicu and was able to be extubated on postoperative day 2. A nonunion of the left hemimandible required a second operation. A rib graft was placed at the site of nonunion, which has subsequently healed.